Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion patient vaginitis and urinary tract infection.

Event description:
It was reported that following insertion patient vaginitis and urinary tract infection..